Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing stable, high, out of range shock impedances. Patient falls were reported. Further review was recommended. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been showing stable, high, out of range shock impedances. Patient falls were reported. Further review was recommended. Additional information from the field representative was received mentioning that no corrective actions have been taken. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.